Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that a patient with this pacemaker was presented to the hospital where review of the system revealed oversensing noise and a polarity switch from unipolar to bipolar mode. A few hours later, loss of capture was observed and the physician suspected the right ventricular lead had fractured but the patient was dismissed before further testing could be performed. Approximately a week later the patient was seen back in the hospital with a heart rate of 35 beats per minute and damage to their health occurred. The pacemaker was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that no conclusive cause for the reported clinical observations was confirmed. The decline in health the patient experienced was described as 'stifling.' Again, patient will continue to be monitored and their system remains implanted and in service. No additional adverse patient effects were reported.